Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received during a ventral procedure, the device had difficulty loading the reload onto the handle and the reload was not securely fastened onto the shaft. No patient involvement noted. There was no patient injury. A new device was opened to resolve the issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had difficulty loading the reload onto the handle and the reload was not securely fastened onto the shaft. No patient involvement noted.